Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgz598, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee surgery on (B)(6) 2020 and a barbed suture was used on fascia tissue. During the procedure, the suture separated from the needle while suturing fascia tissue, using a continuous loop. It was not reported how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 03/24/2020. An opened box with seven unopened samples of product code sxpp1a404, lot #pgz598 were returned for analysis. The complaint sample was not received. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements.